Manufacturer narrative:
Patient age was estimated based on age at time of implant. Patient weight was requested but was unable to be provided. Manufacturer's investigation conclusion: the reported event of a backup battery faults was confirmed via the submitted log file. The system controller (serial #: (B)(4)) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 9 hours ((B)(6) 2022 06:26:01 ¿ 15:41:21 per time stamp). The backup battery usage count was 255 throughout the entire log file. Between 06:26:01 ¿ 07:25:08, lower than the expected rsoc and bus voltages were captured causing ebb circuit faults and unable charge ebb fault were intermittently active. These faults did not cause any alarms to activate. There were no other notable alarms active in the log file. Pump operation was not affected. Additional provided information communicated stated that it was unknown if cleaning/reseating the battery resolved the event, the serial number of the backup battery was unknown, and no products would be returning for evaluation. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial #: (B)(4) and the system controller was found to pass all manufacturing and qa specifications. Heartmate iii instructions for use entitled ¿system operations¿ addresses how to properly install the backup battery. Heartmate iii instructions for use entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had 255 emergency backup battery (ebb) uses. The patient denied sleeping on batteries, alarms, losing power, and not having the mobile power unit attached to an outlet with a switch. The patient had a low voltage alarm on (B)(6) 2022 at 7:52 am but denied hearing the alarm. The log file captured ebb faults in the background of the log file causing constant triggering of the ebb. Troubleshooting was recommended but it was unknown if additional troubleshooting was conducted. The controller was exchanged which resolved the alarms.